Event description:
Hcp reported, patient has limited benefit. High impedance with majority of electrode combinations (>2000). No falls were noted. No report of device explantation. Refer to medwatch report #2649622-2007-00708.

Manufacturer narrative:
(B)(4).